Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for spinal pain. It was reported that the patient's ins hadn't been working for some time. The hcp clarified that the patient was in a car accident on (B)(6) 2017 and were hospitalized for 13 months. The patient didn't attempt to charge their ins while in the hospital and they thought it had been at least 2 years since they last charged. The patient never attempted to charge the ins after the accident because their hcp said that they wouldn't be able to charge the stimulator because it had been too long. The hcp noted they were making plans to remove the ins. No further complications reported.